Event description:
It was reported that "user complained that the helium gas was used up too quick. Checked by turning on then off the helium gas, pressure dropped 8 psi in 30 min". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.